Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the remote monitoring network did not receive any transmissions. Follow-up with the clinic revealed that the patient's device was checked, and there were no episodes observed. The patient only thought that they were shocked.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: 305u225 tissue valve, implanted (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had received shocks from their implantable cardioverter defibrillator (ICD). It was further reported that the patient was having difficulty swallowing after receiving shocks. The ICD remains in use. No further patient complications have been reported as a result of this event.